Event description:
As nurse was preparing to prime a new IV bd burette set the IV spike portion disconnected very easily rendering it unusable. Same thing occurred again on [date redacted] - approximately 2 days later.